Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultrasafe¿ plus x100l there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
No sample provided. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. The batch release documentation was checked and the batch was released according to the supplier agreements and met the acceptance criteria when shipped. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.

Event description:
It was reported with the use of the bd ultrasafe plus x100l there was an issue with leakage. There was no report of injury or medical intervention.